Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Correction d3 and g1: the manufacturing site was updated. Correction g8: the MFR report number should have been 3006705815 instead of 1627487.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced soreness around the ipg site due to weight loss and shifting around generator area. Surgical intervention was undertaken on (B)(6) 2023 during which the ipg was repositioned to address the issue. Discomfort was relieved post procedure.